Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not meshing properly; the comb was damaged and synthetic bearing fall of the main body. The bearing and comb were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: foreign: japan.

Event description:
It was reported that during surgery, the unit did not properly mesh. The taken graft was damaged. There was no patient harm/injury. There was no surgical intervention such as sutures needed. An additional unplanned skin graft was not required. There was no surgical delay. Another device was used to complete the surgery. Due diligence is complete, no further information is available.